Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although it is questionable if the patient had peritonitis, it was presumed he did and he was treated for it. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient brought a 24-hour effluent collection into the pd clinic as scheduled. Upon delivery of the sample it was noted to be cloudy. The patient did not have any reported symptoms. The patient was initiated on intraperitoneal (ip) antibiotics with ceftazidime and vancomycin (dose, frequency, and duration unknown). The pd effluent culture was negative for growth, and the white cell count (value not provided) was below the threshold for the pd clinic peritonitis diagnosis. The pdrn stated it was questionable if the patient had peritonitis based on the white cell count, pd effluent culture and no patient symptoms, however, the patient continued to be treated for peritonitis. The patient had a recent repeat culture and fungal check taken for which the results have not been received. If the growth is negative, then the antibiotics will be discontinued. The patient did not report any cassette leak or other issue with the liberty select cycler or cycler set prior to this event. The patient also does not recall any breach in aseptic technique. The patient did not require hospitalization. The patient continues to complete pd therapy utilizing the liberty select cycler without issue.